Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic total gastrectomy, after cutting the abdominal esophagus, the anvil and the shaft docking were hard, and it took time to combine. Although the click sound was unclear since it was combining to the point where it could not enter further, the twist knob was turned until the end and the green bar also came out and fired, but the staples were not placed and only the ring was found. Additional tissue resection was performed on the abdominal esophagus, because there was no available stock of the same device, another device was chosen, since the danger of the esophagus breaking was felt, firing was not carried out but the anastomosis with manual suturing in the thoracic cavity was performed and the problem was recovered. The surgical time was extended by more than 30 min. The procedure was converted to an open procedure.